Event description:
A (B)(6) male pt contacted zoll customer support to report frequent 'check belt' messages. When customer support prompted the pt to download, customer support reported high fall-off on all leads. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages / high fall off) has been confirmed. Upon investigation, there was corrosion inside the ECG electrodes. The cause of the check belt messages and high fall off is the corrosion. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. No adverse event resulted from the damaged component. The pt received a replacement electrode belt.